Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own. There was no reported adverse impact to the customer's blood glucose level.